Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tlh30 instrument had no staples and the knob could not be turned properly.